Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported air-in-line alarms which were not reproduced during evaluation. The reported symptom was verified through a review of the event history log. The ¿air-in-line!¿ alarms in the log were likely a result of normal pump operation. Troubleshooting the device did not reveal a device malfunction and found no discrepancies. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced air in line alarms when infusing gemcitabine and "olympta" (chemotherapy agents) in the oncology department during therapy (dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.